Manufacturer narrative:
Manufacturer ref# (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 20nov2019: the open arch replacement and elephant trunk procedure was conducted for treating ascending aorta aneurysm about 8 years ago from the date of (B)(4). Anastomotic hemorrhage was observed after total arch replacement with the elephant trunk procedure). It was judged that impending rupture was almost happening. Thoracotomy was not an option because the patient had undergone total arch replacement by the elephant trunk procedure before. Therefore, the physician decided to conduct stent-graft placement. The location where zta-p-28-155-w1 was planned to be placed was the elephant trunk (the diameter of the elephant trunk was 25mm.). Nevertheless, the complaint zta-p-28-155-w1 got stuck the anastomotic part between the vascular prosthesis and the elephant trunk, so it was impossible to advance the stent graft though the physician followed the IFU as usual. Then, the physician performed pull-through technique with a wire guide (from another manufacturer), and made the delivery system cross the anastomotic part (between the vascular prosthesis and the elephant trunk), however, the delivery system could not be advanced to the target site which located more proximally than the anastomotic part. The physician continued to advance the complaint device as to insert it into the target site and pushed the device, but the part of the delivery system where the stent graft was loaded bumped into the vessel part which was pointed out with the black arrow in the attached illustration and was normal/naked vessel without any artificial things. However, that made the complaint device hit against the aortic arch and caused rupture. Subsequently, the patient became in a state of shock. To deal with that, the physician placed an extension graft with no proximal bare stent (zta-de-30-108-w1 at the anastomotic part. Soon afterward, the complaint device (zta-p-28-155-w1 ) was placed more proximally than the extension graft. In spite of the effort, the patient was still in the state of shock, and finally died.

Manufacturer narrative:
Manufacturers ref (B)(4). Ec method code: device not accessible for testing. Summary of investigational findings: a patient, who 8 years prior had an elephant trunk procedure performed, had an anastomotic hemorrhage and it was judged that a rupture was impending. It was decided to conduct stent-graft placement. It was reported that the zta-p-28-155-w1 (complaint device) got stuck at the anastomotic part between the vascular prosthesis and the elephant trunk, the physician performed pull-through technique with a wire guide which enabled the delivery system to cross the anastomotic part (between the vascular prosthesis and the elephant trunk), however, the delivery system could not be advanced to the target site which was located more proximally than the anastomotic part. The physician continued to advance the complaint device and part of the device was pushed against the bare aortic arch (see attached drawing for exact location) which caused rupture. Subsequently, the patient went into a state of shock. The physician placed a zta-de-30-108-w1 at the anastomotic part and then the complaint device was placed proximal to zta-de-30-108-w1 device. The patient was still in a state of shock and died. A clinical assessment was made based on the information given in this complaint. Per the clinical assessment the actual mechanics of the procedure is not clear. It appears that the problem was that the delivery system of the alpha thoracic device was pushed firmly while ¿caught¿ on the wall of the thoracic aorta. This caused disruption of the aortic wall, and the patient essentially died of blood loss due to rupture of the aorta at that point. A review of the device history file gave no indication of the product being produced out of specification. Based on the provided information it was not possible to determine a cause for the reported advancement difficulties, however, the reported rupture is likely the result of the advancement difficulty. Per the IFU sent with the device: do not continue advancing the wire guide or any portion of the introduction system if resistance is felt. Stop and assess the cause of resistance; vessel, catheter, or graft damage may occur. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Investigation is still in progress.

Event description:
Anastomotic hemorrhage was observed after total arch replacement by the elephant trunk procedure. It was judged that impending rupture was about to happen. Thoracotomy was not an option because the patient had undergone total arch replacement by the elephant trunk procedure before. Therefore, the physician decided to conduct stent-graft placement. Nevertheless, the complaint device zta-p-28-155-w1 (lot: e3812160) got stuck in the anastomotic part of the vascular prosthesis, so it was impossible to advance the stent graft even though the physician followed the IFU as usual. Then, the physician performed pull-through technique with a wire guide from another manufacturer, and made the stent graft cross the anastomotic part, but it could not be inserted into the vascular prosthesis/the elephant trunk. The physician continued to advance the complaint device as to insert it into the target site and pushed the device. However, that made the complaint device hit against the aortic arch and caused rupture. Subsequently, the patient became in a state of shock. To deal with that, the physician placed an extension graft with no proximal bare stent (zta-de-30-108-w1, lot: e3725614) at the anastomotic part. Soon afterwards, the complaint device (zta-p-28-155-w1, lot: e3812160) was placed more proximally than the extension graft. Despite the efforts made, the patient was still in the state of shock, and finally died. Additional information received on 28jun2019: the complaint device was intended to be placed in the proximal anastomotic part of the aorta. The stent graft was not deployed at the time of the procedure. The patient expired.